Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to clean the pneumatic tap area with an alcohol wipe or lint-free cloth, which resolved the issue, allowing the caller to successfully load a cartridge onto the pump and resume insulin.